Manufacturer narrative:
D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: address: (B)(6). The actual sample was discarded by the involved facility. History investigation of the product with the involved product code/lot number: no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Cause of occurrence/conclusion: based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that a coronary angiogram (cag)+percutaneous coronary intervention (pci) was performed. After the preoperative preparation, the guide wire was advanced through the antiplatelet therapy (apt) microcatheter. When the guide wire was passed through the calcification lesion, it was found that the guide wire was entangled, then the wire was withdrawn with microcatheter together from the patient. The tip of guidewire was found damaged when it was retrieved from the microcatheter. A new guide wire (tw-as418xa) was replaced to complete the operation, and the patient's vital signs were stable during the operation, which did not affect the patient. The tip of involved product was damaged, and it is possible that the fragment may have remained inside the patient's body. The procedure was completed successfully.